Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of chest pain and was admitted for testing. Upon interrogation it was noted that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The out of range shock impedance measurements were seen intermittently in triad configuration and consistently when programmed rv to ra. When programmed rv to can the shock impedance was within range. Boston scientific technical services (ts) was consulted and discussed programming and further testing options. The device and lead were reprogrammed to coil to can and defibrillation threshold (dft) testing was performed. During dft testing they were unable to convert the patient at 31 joules and an external rescue was performed. Several attempts were made with the same result. Subsequently a revision procedure was performed to check if the setscrew on the device was tight. During the procedure the setscrew was found to be tightened appropriately so the physician removed the proximal pin and reinserted it into the header with the same high out of range shock impedance measurements. Next the physician explored the lead down to the insertion site and did not find any issue with the insulation. The physician then placed the proximal coil from the rv lead back into the device and programmed it in triad configuration. Dft testing was performed which was successful at both 31 joules and 41 joules and within range impedance measurements of 52 ohms. The rv lead and implantable cardioverter defibrillator (ICD) remain in service. No additional adverse patient effects were reported.